Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories. The customer reported the air/water nozzle was not wiped down but the air/water nozzle was flushed with detergent solution. During evaluation, the reported issue was confirmed; switch button 1 did not press down smoothly due to a detached button shaft. The visual examination found the following issues: the bending tube was deformed; the bending section cover adhesive was chipped and scratched; the connector cover was scratched; the connecting tube was scratched; the indicator on the scope connector was peeled; the scope connector was scratched; the universal cord protector was scratched; the universal cord was wrinkled and scratched; the image protector was scratched; the instrument channel port was sheared; the hand grip was scratched; the scope cover was scratched; the switch box was scratched; the suction cylinder was scraped internally, likely caused by a cleaning brush; the suction cylinder's paint was peeling; the paint on the air/water cylinder was peeling; the force engagement lever and knob were scratched; both directional knobs were scratched; the control unit was scratched; the electrical connector was discolored and showed signs of fluid ingression; and the bending tube was deformed. Functional testing found that the up/down knob had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera gastrointestinal videoscope's switch 1 did not work. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 18 years since the subject device was manufactured. Based on the results of the investigation, foreign material remained in the nozzle due to the customer deviating from the reprocessing procedure described in the instructions for use. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.